Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer stated that he was changing the insertion site and having issues during the priming process. The customer stated that he changed the battery, but the no delivery alarm persisted. After a few more attempts, the customer was able to prime successfully. Upon delivering a bolus, the customer received another no delivery alarm. The customer then reverted to manual injections. The customer's blood glucose was 260 mg/dl. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. Advised that a replacement insulin pump and supplies would be sent. Nothing further reported.